Event description:
A company sales representative reported that while observing a surgeon, the surgeon complained that the handpiece seemed too hot in his hand. There was no harm to the surgeon or pt.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).